Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty in (B)(6) 2005. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, impairment, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2013 revision was due to pain and elevated metal ion levels. The patient's operative report noted milky appearing grayish fluid, wear, debris synovitis, and minimal bony ingrowth of the acetabular component. The head and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 1. Material sensitivity reactions. 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06778 / 06779).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty in (B)(6) 2005. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, soreness, dysfunction, loss of range of motion, impairment, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.